Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("recurrent abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1996, (B)(6) 1998)), blood pressure high, complication of delivery, thyroid disorder, asthma, endometriosis, caesarean section (2), fatigue and heavy periods. Concurrent conditions included body mass index normal, vaginal discharge abnormality, bloating, ovarian cyst, follicular cyst of ovary, pelvic adhesions, smoker, painful intercourse, cholecystectomy, hypermenorrhea and adhesion. Family history included heart disease, unspecified (father), emphysema (father), cancer (father), bronchitis, colon cancer (father), heart disorder and lung cancer (father). Concomitant products included cetirizine hydrochloride (zyrtec) and levothyroxine sodium (synthroid) since 2015. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2004, the patient experienced abdominal pain ("abdomen pain (mild to severe)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain had resolved, the uterine haemorrhage outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain had not resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: additional removal date :(B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2004, transvaginal ultrasound showed, cyst on right ovary. On (B)(6) 2005, gynecological ultrasound report : hyperechoic structure lateral to emc. Emc 9mm. Right oophorectomy. Left ovary negative as vis. Physiological cyst vis. Largest measuring !% mm. Cul-de-sac clear. On (B)(6) 2006, gynecological ultrasound report: uterus/neg as vis. Emc:bmms. Left ov/negative as vis. Right ov/surgically absent per patient. On (B)(6) 2007, surgical pathology report: final diagnosis: uterus, hysterectomy: cervix: chronic cystic cervicitis. Myometrium: focal minimal superficial adenomyosis. Endometrium: exhaustive secretory type endometrial glands no hyperplasia or neoplasia seen. Skin: histologically unremarkable skin displaying focal well healed scar gross examination: container is labeled uterus and scar sample. The outline of the uterus is uniform with no unusual surface architecture. The cervix is smooth and shiny with two small areas of cystic degeneration but is otherwise devoid of ulceration or nodules upon dissection, several small cysts are located in the lower portion of the endocervical banal. The myometrium is homogeneous and uniform throughout measuring up to 2 cm in greatest thickness. The endometrium is thickened, lush and velvety with no nodules or polyps. Rsb blocks 1 through 5. On (B)(6) 2007, gyn cytology report: type of specimen: cervical/endocervical/vaginal thin prep. Interpretation: negative for intraepithelial lesion or malignancy on (B)(6) 2004, surgical pathology report: operative diagnosis; pelvic and right lower quadrant pain with right ovarian cyst. Tissue: right tube and ovary. Gross description: formalin right; fallopian tube and ovary, (B)(6). It consists of an ovary and fallopian tube. The serosa is pink-tan and sm9oth, weighing 16 grams. Cut sections reveal a 3.5 cm cyst containing clear yellow fluid. The walls are smooth with several cysts that measures up to o.8cm and contain clear to yellow fluid. The remaining parenchymal rim is pink-tan, congested and edematous. The fallopian tube measures 5.5 x 0.7 cm and includes fimbriae. The serosal surface is pink-tan, smooth and unremarkable. Final diagnosis: ovary and fallopian tube. Left ovary, follicular cysts. Left fallopian tube, serosal fibrosis consistent with adhesion. On unknown date, gyn cytology report: type of specimen: cervical/endocervical/vaginal thin prep. Interpretation: negative for intraepithelial lesion or malignancy. Fungal organisms morphologically consistent with candida species. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage ¿ most recent follow-up information incorporated above includes: on 4-oct-2018: plaintiff fact sheet received. Event outcome for pelvic pain was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("recurrent abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 1996, (B)(6) 1998)), blood pressure high, complication of delivery, thyroid disorder, asthma, endometriosis, caesarean section (2), fatigue and heavy periods. Concurrent conditions included body mass index normal, vaginal discharge abnormality, bloating, ovarian cyst, follicular cyst of ovary, pelvic adhesions, smoker, painful intercourse, cholecystectomy, hypermenorrhea and adhesion. Family history included heart disease, unspecified (father), emphysema (father), cancer (father), bronchitis, colon cancer (father), heart disorder and lung cancer (father). Concomitant products included cetirizine hydrochloride (zyrtec). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain (mild to severe)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain had not resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2004, transvaginal ultrasound showed, cyst on right ovary. On (B)(6) 2005, gynecological ultrasound report : hyperechoic structure lateral to emc. Emc 9mm. Right oophorectomy. Left ovary negative as vis. Physiological cyst vis. Largest measuring !% mm. Cul-de-sac clear on (B)(6) 2006, gynecological ultrasound report : uterus/neg as vis. Emc:bmms left ov/negative as vis. Right ov/surgically absent per patient. On (B)(6) 2007, surgical pathology report : final diagnosis: uterus, hysterectomy: cervix: chronic cystic cervicitis. Myometrium: focal minimal superficial adenomyosis. Endometrium: exhaustive secretory type endometrial glands no hyperplasia or neoplasia seen. Skin: histologically unremarkable skin displaying focal well healed scar gross examination: container is labeled uterus and scar sample. The outline of the uterus is uniform with no unusual surface architecture. The cervix is smooth and shiny with two small areas of cystic degeneration but is otherwise devoid of ulceration or nodules upon dissection, several small cysts are located in the lower portion of the endocervical banal. The myometrium is homogeneous and uniform throughout measuring up to 2 cm in greatest thickness. The endometrium is thickened, lush and velvety with no nodules or polyps. Rsb blocks 1 through 5. On (B)(6) 2007, gyn cytology report :type of specimen: cervical/endocervical/vaginal thin prep interpretation: negative for intraepithelial lesion or malignancy on (B)(6) 2004, surgical pathology report : operative diagnosis; pelvic and right lower quadran pain with right ovarian cyst tissue: right tube and ovary. Gross description: formalin right; fallopian tube and ovary, rosanna morris. It consists of an ovary and fallopian tube.. The serosa is pink-tan and sm9oth, weighing 16 grams. Cut sections reveal a 3.5 cm cyst containing clear yellow fluid. The walls are smooth with several cysts that measures up to o.8cm and contain clear to yellow fluid. The remaining parenchymal rim is pink-tan, congested and edematous. The fallopian tube measures 5.5 x 0.7 cm and includes fimbriae. The serosal surface is pink-tan, smooth and unremarkable. Final diagnosis: ovary and fallopian tube. Left ovary, follicular cysts. Left fallopian tube, serosal fibrosis consistent with adhesion on unknown date, gyn cytology report : type of specimen: cervical/endocervical/vaginal thin prep interpretation: negative for intraepithelial lesion or malignancy. Fungal organisms morphologically consistent with candida species ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage ¿ most recent follow-up information incorporated above includes: on 14-feb-2018: pfs received - new events,"dyspareunia (painful sexual intercourse), abdomen pain (mild to severe)" were added. Historical and concomitant conditions and treatment medication were added. Lab data were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), uterine haemorrhage ("recurrent abnormal uterine bleeding") and genital haemorrhage ("persistent bleeding") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included gravida ii, parity 2 (((B)(6) 1996, (B)(6) 1998)), blood pressure high, complication of delivery, thyroid disorder, asthma, endometriosis, caesarean section (2), fatigue and heavy periods. Concurrent conditions included body mass index normal, vaginal discharge abnormality, bloating, ovarian cyst, follicular cyst of ovary, pelvic adhesions, smoker, painful intercourse, cholecystectomy, hypermenorrhea and adhesion. Family history included heart disease, unspecified (father), emphysema (father), cancer (father), bronchitis, colon cancer (father), heart disorder and lung cancer (father). Concomitant products included cetirizine hydrochloride (zyrtec) and levothyroxine sodium (synthroid) since 2015. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain (mild to severe)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and abdominal pain had not resolved and the uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, pelvic pain and uterine haemorrhage to be related to essure (ess205). The reporter commented: additional removal date :(B)(6) 2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. On (B)(6) 2004, transvaginal ultrasound showed, cyst on right ovary. On (B)(6) 2005, gynecological ultrasound report : hyperechoic structure lateral to emc. Emc 9mm. Right oophorectomy. Left ovary negative as vis. Physiological cyst vis. Largest measuring !% mm. Cul-de-sac clear. On (B)(6) 2006, gynecological ultrasound report : uterus/neg as vis. Emc:bmms left ov/negative as vis. Right ov/surgically absent per patient. On (B)(6) 2007, surgical pathology report : final diagnosis: uterus, hysterectomy: cervix: chronic cystic cervicitis. Myometrium: focal minimal superficial adenomyosis. Endometrium: exhaustive secretory type endometrial glands no hyperplasia or neoplasia seen. Skin: histologically unremarkable skin displaying focal well healed scar gross examination: container is labeled uterus and scar sample. The outline of the uterus is uniform with no unusual surface architecture. The cervix is smooth and shiny with two small areas of cystic degeneration but is otherwise devoid of ulceration or nodules upon dissection, several small cysts are located in the lower portion of the endocervical banal. The myometrium is homogeneous and uniform throughout measuring up to 2 cm in greatest thickness. The endometrium is thickened, lush and velvety with no nodules or polyps. Rsb blocks 1 through 5. On (B)(6) 2007, gyn cytology report :type of specimen: cervical/endocervical/vaginal thin prep interpretation: negative for intraepithelial lesion or malignancy. On (B)(6) 2004, surgical pathology report : operative diagnosis; pelvic and right lower quadran pain with right ovarian cyst tissue: right tube and ovary. Gross description: formalin right; fallopian tube and ovary, rosanna morris. It consists of an ovary and fallopian tube.. The serosa is pink-tan and sm9oth, weighing 16 grams. Cut sections reveal a 3.5 cm cyst containing clear yellow fluid. The walls are smooth with several cysts that measures up to o.8cm and contain clear to yellow fluid. The remaining parenchymal rim is pink-tan, congested and edematous. The fallopian tube measures 5.5 x 0.7 cm and includes fimbriae. The serosal surface is pink-tan, smooth and unremarkable. Final diagnosis: ovary and fallopian tube. Left ovary, follicular cysts. Left fallopian tube, serosal fibrosis consistent with adhesion. On unknown date, gyn cytology report : type of specimen: cervical/endocervical/vaginal thin prep interpretation: negative for intraepithelial lesion or malignancy. Fungal organisms morphologically consistent with candida species. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: uterine haemorrhage ¿ most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure (ess205) inserted. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2004. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.